Event description:
It was reported that during a clinic check, this right ventricular (rv) lead exhibited loss of capture (loc) as well as muscle stimulation of the chest wall. The physician opted to reposition this lead from the left bundle branch to a mid septal position. No additional adverse patient effects were reported. This lead remains in service.